Event description:
It was reported that"skin reaction" occurred. The biosensor was inserted into the back of upper arm on (B)(6) 2026. On (B)(6) 2026, although no visible changes were apparent, the area did not feel right. On (B)(6) 2026 the customer observed redness under the patch and removed the biosensor. The area was red with a small white dot. She cleaned the area with hibiclens solution. The next day on (B)(6) 2026 the symptoms increased (pus and drainage) and she went to urgent care and was diagnosed with a cellulitis infection. A culture of the site was obtained, and an oral antibiotic (cephalexin (keflex) 500 mg) was prescribed. The redness and swelling spread up the arm and toward the elbow. On (B)(6) 2026 she went to urgent care a second time. Treatment of the infection included an I&d procedure and oral medication. Medications included lidocaine for local anesthesia; an oral antibiotic (doxycycline 100 mg twice a day) for 7 days; and oral otc medication aleve (naproxen) for inflammation and pain in the area. The customer as instructed to use warm compresses at home, monitor the site, and return to the hcp if symptoms progressed or intensified. On (B)(6) 2026, although the redness had decreased, she continued to have persistent localized pain in the area. No other customer or event details were available. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).